Event description:
It was initially reported that a pt went to the neurologist's office to have his device checked as he was experiencing chest pain by the generator site. The pain began after the pt had a seizure and fell on the area. The physician indicated (through clinic notes) that each time she tried to perform device diagnostics, the generator would be disabled. Therefore, she was not able to complete them as she did not want to program the generator off. The pt is being referred for generator revision surgery because the generator has been implanted for 6 years and the physician feels the generator probably needs to be replaced. Good faith attempts to obtain additional info have been successful to date.